Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 600i synchron access clinical system generated incorrect results for one (1) patient sample for total bilirubin (tbil), alkaline phosphatase(alp), aspartate aminotransferase (ast), alanine aminotransferase (alt), and creatinine kinase (ck). Other chemistries were run but were either not repeated or not significantly different. The customer also reported that the system gave "20 cuvettes failed water blank" error messages. The incorrect results were reported out of the laboratory, but the results were amended when the sample was rerun. The results provided by the customer are shown in this report. The customer did not provide patient demographics (age, date of birth, gender, weight) for this event. There was no affect to patient treatment in connection to this event.

Event description:
This is a follow up report.

Manufacturer narrative:
(Patient identifier) was corrected to include the bec identifier for the patient involved - (B)(6).

Manufacturer narrative:
The customer inspected the system and found a broken cuvette with a screw in it. The customer disassembled and cleaned the system using appropriate personal protective equipment and did not find any spillage. Bec customer technical support (cts) guided customer through further inspection for the location of the missing screw. The customer replaced the screw in the reagent b probe housing and she also found and tightened screws that were loose in the covers of reagent probe b and a covers. Failure mode is hardware; replacement of the fallen screw and tightening other screws has resolved the issue.